Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided by the customer. The ccc found the customer's qc was in at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aspirate tubing connector and aspirate 4 pinch valve. The cse ran 20 repetitions of a sample, resulting within range. The cse replaced reagent probe 1 and fluid printed circuit board (pcb). The cse ran calibration, resulting in range and ran one repetition of 25 negative samples, resulting within range. The cse ran 200 negative pooled sample flier tests, all resulting within range. The cse replaced reagent probe cover and door switch assembly. The cse replaced the primary reagent door and plate. The cse ran qc, resulting within range. A siemens headquarters support center (hsc) reviewed the event. Hsc found the customer did not process their sample as per the tube manufacturer's instructions and they observer red blood cells after performing the shortened spin and another sample. However, the discordant sample was not able to be reviewed and could not confirm this. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on five patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same advia centaur xp instrument, resulting lower. The customer repeated the same samples on an alternate advia centaur xp instrument, twice, resulting lower. It is unknown which repeat result for each sample was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.